Event description:
It was reported that the patient presented for a schedule generator change. Prior to the procedure, an interrogation was performed, and it was discovered that the right ventricular lead exhibited high impedance. The lead was capped and replaced on (B)(6)2022. The patient was in stable condition.